Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that pt was hyperopic post lens implant. A yag procedure was performed and the lens vaulted posteriorly after the yag. A piggyback lens was implanted on (B)(6) 2015. The surgeon indicated the likely cause of the event was "posterior vault after central yag". Pt's current status was described as "good". This event pertains to the pt's right eye.